Event description:
It was reported that, preparation of the device went fine. The physician inserted the occlusion balloon wire into the patient and inflated to occlude the vessel. The physician inserted a stent delivery catheter and placed the stent. The physician noticed that the occlusion balloon had deflated. The patient's flow started to slow and then no flow. The physician was able to stent the vessel and restore the flow and the patient is reported to be fine.